Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was stuck in self-test mode. The caller noted the screen on the tower was blank and the console said self-test in progress. The caller was assisted with performing a hard power cycle. During the power cycle, all blue fiber cables were checked. The system was restarted. This time, the vision tower showed a menu selection. When reviewing system information, all fields were showing no information. The logs were not showing in lighthouse. The procedure was aborted to another da vinci with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to port placement and prior to patient involvement. They aborted the procedure to another da vinci prior to the patient being brought into the room.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The common compute controller (ccc) was analyzed and the ccc was visually inspected, where no damage was found. The unit was installed onto a known good eft and powered on where issues were found when attempting to program. The programming issues pointed towards a bricked ccc. The ccc was then determined to be bricked per document 1069151-01. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As this is a bricked ccc, a root cause could not be determined.